Event description:
The customer reported the system displayed a communication error and the workstation was not responsive. This situation is identified as a system lockup. There is no report of death or serious injury associated with the complaint.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The boards were evaluated and reseated. The calibration files were reloaded. The system was tested and found to be working as intended and returned to service.